Event description:
On (B)(6) 2012, the reporter contacted animas to report that the arrow keypad buttons on her pump have required multiple presses to respond over the last three months. The keypad reportedly is intact, no evidence of moisture or trauma to the pump. There was no reported patient impact associated with this complaint. This complaint is being reported due to the keypad issue. A replacement pump was sent to the patient.

Manufacturer narrative:
Follow-up # 1 date of submission 10/23/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no damage was observed. During testing, the contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery; the up arrow, down arrow and ok responded appropriately. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.